Manufacturer narrative:
The t:slim x2 basal iq user guide states: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer also reported using the cartridge for 10 days. Tandem customer technical support informed customer that is off-label per the user guide. Customer resumed insulin delivery. No reported impact to the customer¿s blood glucose level.